Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the patient started presenting with symptoms according to mother and she did not realize it was related that patient was going through withdrawal because the pump was empty. It had not been refilled.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 50 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient presented with empty pump to emergency department in december. The patient's last refill had been in september. Patient¿s mother stated that the patient missed scheduled refill due to feeling under the weather. She called to cancel and thought the office would return her call to reschedule. She got busy and forgot about the refill and the managing physician¿s office never called back. Patient started getting ¿sweaty¿ and his breathing was not well but she thought he was getting sick. She did not think it was related to the pump. The patient's pulmonologist said it was not his lungs. Unknown if any diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the issue was a pump replacement. A catheter dye study was performed at time of pump replacement and the catheter was patent. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.